Event description:
It was reported that the patient presented with dark urine, stable pump parameters, and normal lactate dehydrogenase. The cause of the dark urine was hematuria. No treatment was performed and the patient will follow-up with primary care physician.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2023 to (B)(6) 2023, per the timestamp. No abnormal events were captured. The pump remained above the low-speed limit and appeared to be functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range as well as how to respond in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.